Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Product not returned for evaluation. No replacement product needed at this time. Customer was unable to continue with the call and no address was provided by customer. Most likely underlying root cause: mlc-18- user has high glucose value. Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Unable to send a product notification letter to customer to contact customer care. No address on file for customer.

Event description:
Consumer reported complaint for e-5 blood glucose test results accompanied by symptoms. The expected fasting blood glucose test result range is undisclosed. The customer did report symptom of feeling dizzy. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. Test strip lot manufacturer's expiration date is undisclosed and open vial date is undisclosed. The meter memory was not reviewed for previous test result history. Customer is dizzy and will seek medical attention. Caller does not have meter information on hand. Cannot continue troubleshooting.